Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 4.1 failed continually. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 on the main station had pockets in row b malfunctioning intermittently, ejecting and not being detected on the bus. A field service engineer (fse) powered down the station and completely disassembled the entire drawer. The fse cleaned out all trash and debris, reset the connections on back of the drawer and cleaned off all the connectors. The fse then reassembled all components and resolved the issue. The system functioned as intended after the field service engineer repaired the device.